Event description:
On (B)(4) 2013, it was reported that system diagnostics showed high impedance (dcdc=7). The device was disabled. X-rays were taken, and no lead break was seen by the physician. During generator revision, impedance was great than 3600 ohms. The patient wears a corset which may have affected the lead. Attempts for additional information have been unsuccessful. Surgery is likely but has not taken place.

Event description:
X-ray images were provided. Review of the x-rays indicated the following: the generator appears in the upper left chest in a normal placement. The filter feed-through wires appeared to be intact. It could not be confirmed if the lead pin was fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement. Part of the lead was behind the generator. No acute angle was found, and no lead break was visible in the visible lead body.

Manufacturer narrative:
Previously submitted MDR inadvertently omitted text of the x-ray review. This report is being submitted to correct this field.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.